Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm during the pump loading process. There was no adverse impact on the customer¿s blood glucose level, and levels. The customer followed troubleshooting steps, including removing and replacing cartridges, delivering boluses, and changing infusion sets to resume insulin delivery. The customer continued to use the pump for insulin therapy.